Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited that the coating on the connecting tube is peeling off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the coating on the connecting tube is peeling off. Based on the results of the investigation, most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.